Event description:
It was reported to boston scientific corporation that an autotome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure with balloon sweep on (B)(6), 2012. According to the complainant, during the sphincterotomy, the cutting wire broke. No portion of the cutting wire detached from the device. The procedure was completed with another autotome rx sphincterotome. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found that the working length was kinked, the exposed cut wire was bent, broken and the broken ends of the cutting wire was discolored. The broken section of the exposed cutting wire had retracted inside the lumen of the extrusion through the proximal pierce hole and the other broken section of the exposed cut wire was attached to the anchor at the distal pierce hole. Further analysis of the cutting wire found it broke at approximately 20 mm from the distal pierce hole. The proximal end of the broken cut wire could not be extended due to the condition of the returned device. The outer diameter (od) of the exposed cut wire was measured and found to be within specification. Additionally, the wide blue paint band at the distal tip had peeled. During manufacturing, tome devices are 100% inspected so the condition of the device is likely due to procedural factors. Therefore, the most probable root cause is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Manufacturer narrative:
(B)(4) for the reported event of cutting wire broke. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an autotome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure with balloon sweep on (B)(6) 2012. According to the complainant, during the sphincterotomy, the cutting wire broke. No portion of the cutting wire detached from the device. The procedure was completed with another autotome rx sphincterotome. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.